Manufacturer narrative:
The date of manufacture was inadvertently missed on the initial report. It has been updated as nov 19, 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device motor was noisy, had a strange sound and the motor and bearings were worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor on the small battery drive device was noisy and was making a strange sound. It was further noted the motor and bearings were worn out on the device. It was noted in the service order that the trigger was stiff and getting stuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.